Event description:
It was reported that the pump battery was depleting too quickly, dropping from a full charge to nearly empty overnight, leading to a pump shutdown. There was no adverse impact to the customer's blood glucose level since they began charging the pump immediately after it powered off. Technical support educated the caller on the reset of insulin settings when the pump turns off and ensured the caller could resume insulin delivery. As the pump was found to be out of warranty and not functioning according to specifications, the user was advised to contact their treating clinic for a prescription for a new pump.